Event description:
It was reported that customer experienced an issue during pump loading in which drops of insulin did not appear at end of tubing during fill step and pump displayed repeated minimum fill alerts despite attempts with multiple cartridges and tubing. There was no reported impact to customer¿s blood glucose level. Customer confirmed not using room temperature insulin, was educated on correct preparation steps, was instructed to disconnect tubing, replace tubing, and repeat fill, and later worked with customer support agent through multiple follow-up calls to fill a cartridge with water for troubleshooting, after which issue did not recur and customer successfully filled new cartridge with insulin, loaded pump, and resumed insulin delivery.